Manufacturer narrative:
H10: the lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review is currently being performed. The devices were not returned to the manufacturer for evaluation for two malfunctions; however, a photo review was performed for one malfunction. Both investigation results were inconclusive for fracture. A definitive root cause could not be determined. The devices are labelled for single use. H10: g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0700615 chronic catheter allegedly experienced fracture. These reports were received from various sources. Of the two reported malfunctions, both involved patients with no patient consequences. The male patient is 4 years old and his weight was unknown. Age,gender and weight of the other patient was not provided.

Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review is currently being performed. The devices were not returned to the manufacturer for evaluation for two malfunctions; however, a photo was provided for review for one malfunction. Therefore, the investigation of the reported event is currently underway.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0700615 chronic catheter allegedly experienced fracture. These reports were received from various sources. Of the two reported malfunctions, both involved patients with no patient consequences. The male patient is (B)(6). Age,gender and weight of the other patient was not provided.